Event description:
It was reported to covidien on (B)(6) 2012, that a customer had a issue with a dialysis catheter. The customer states that cracks and errhysis were found at the y connection from the artery end. The catheter was pulled and replaced.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.